Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.